Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear." Under possible adverse events, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Event description:
Per operative notes: it was reported patient underwent revision left total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2012 due to pain and migration of the locking bar after fracture of the locking mechanism. The locking bar was removed and replaced.